Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 scope communication error and light guide lenses are corroded. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the scope communication e315 and for two light guide lenses are corroded was cause not determined and for scope communication error e216 was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced an e315 incompatible scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.